Manufacturer narrative:
(B)(4). Batch # r59j39. Investigation summary: the analysis results found that one 6r45b reload was received with no apparent damaged and partially fired 1/10. No functional test could be performed due to the condition of the reload. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Maude report number: mw5086495. Additional information requested and received: can you please provide more event details? As the stapler was fired some resistance was met and not all of the staples fully fired. Did the device partially fire (start to deploy staples and cut but could not be completed)? The stapler was very close to fully fired when this event occurred. Or, were some of the staples not visible or present on one or more staple lines where they should have been where the tissue was cut (tissue not stapled where it should be the but the tissue was transected)? Yes, toward the end of the stapler cartridge. Were the staples that deployed into the tissue in the proper closed b-formation? Most were, but several near the end looked different. Did the device cut? Yes. If yes, was the cut line complete? Yes.

Event description:
It was reported that during an unknown procedure upon the attempted firing of the ethicon endo surgery stapler per the manufacturer's procedure, the physician met resistance and noted that the cartridge did not release all of the staples. A subsequent similar cartridge was utilized without issue to complete the procedure. There were no patient consequences reported.